Event description:
It was reported the device was not working. The start time is (B)(6) 2023, reservoir is 100 mls, pump setting is 2.1 mls/hr. Rn and pharmacist confirm the reservoir was 73.9 mls, the cassette was removed from device and put into another device without any further issues. The stop time is (B)(6) 2023 at 1600.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be the dso sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.